Event description:
It was reported that this lead was explanted due to an unknown reason. The patient underwent a surgical intervention to remove the lead and implant a new product. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).